Manufacturer narrative:
Date rec'd by MFR: 01jun2019. Date of this report: 29jul2019. The power management printed circuit board assembly (pc pcba) was returned to the manufacturer's failure investigation lab for evaluation. The pc pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned pc pcba passed all testing, and no errors were generated. Testing did not replicate the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue via the unit's diagnostic log. The fse replaced the unit's power management board to resolve the reported issue. The unit was tested and returned to service.

Event description:
The customer reported that the unit turns off and on by itself. The customer reported there was no patient involvement. The event date was not specified; estimate used.